Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I result generated on the architect i1000sr processing module for a female patient. The physician questioned the result as it was inconsistent with the patient¿s clinical picture. The sample was repeated several times and normal results were obtained. The following data was provided: customer¿s normal range: 1.9 to 15.6 pg/ml. (B)(6) 2024 sid (B)(6) initial result = 16.3 pg/ml. Repeat results = <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 65126ud00 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I result generated on the architect i1000sr processing module for a female patient. The physician questioned the result as it was inconsistent with the patient¿s clinical picture. The sample was repeated several times and normal results were obtained. The following data was provided: customer¿s normal range: 1.9 to 15.6 pg/ml. (B)(6) 2024 sid (B)(6), initial result = 16.3 pg/ml. Repeat results = <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml, <1.9 pg/ml. There was no impact to patient management reported.